Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a delay in logging in the station. The technical support specialist changed speed & duplex to 100 mbps half duplex using command shell and powershell to resolve the issue. The tsc confirmed that the customer was able to get the medication form another station and there was no prolonged delay. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system had a delay in logging in the station. The customer stated that the device is in disconnect mode since last night, staff login has been taking upwards to 5 minutes leading to delay in with drawing medications to patient under surgery. There were no adverse events or injuries reported based on this event.